Event description:
The customer reported that the unit displayed three error codes. The returned sensor panel was repaired for loose screws inside the unit.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Testing of the returned product was not able to duplicate the reported problem. The sensor panel was repaired for the loose screw issue. The panel was calibrated and self tests were performed. (B)(4).